Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the tip of the guidewire lumen tube was torn. The tube looked torn from the outside to inside. The fluoro tip was missing. As the checking of the mfg record of the same lot, nothing abnormal detected. Also there was nothing changed in the mfg process. The endoscope which combined with the subject product had no abnormalities. The user facility informed that the dr moved the guidewire a lot during the procedure. Omsc therefore assumes that the forceful operation of the dr led to the breakage of the tube and caused the fluoro tip to come off. This report is being submitted as a med device report in an abundance of caution.

Event description:
Olympus med systems corp (omsc) was informed that during endoscopic retrograde cholangiopancreatography (ecrp), the dr inserted a guidewire and the subject product into the bile duct to introduce contrast medium. Though the dr noticed that the guidewire projected from different site, he inserted the subject product into the duct and injected the contrast medium. After that, he withdrew the product and the fluoro tip was found in the left hepatic duct on the x-ray image. He continued ercp and completed the procedure after a tube stent was placed. He decided not to remove the tip from the pt because he did not want to perform an invasive procedure any more due to end stage pt and he thought that the pt was less affected by the tip from the size of it.